Event description:
A vague report of overinfusion was received.a flo-gard volumetric infusion pump was returned for evaluation with a note which read: "IV pump malfunction. 1000 mls infused over 4 1/2 hours. Rate set at 100 mls. Pump 548 mls remain." No clinical info regarding this report was available. According to the hosp risk mgr., there was no report of pt injury.